Event description:
The caller reported that their tandem mobi pump would not turn on and that the battery was not charging. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.